Manufacturer narrative:
(B)(4). On what tissue type was the device used? Kidney at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized?no if so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No if so, when? Was there any difficulty removing the device from the tissue? Ask the analysis found that one pse45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a robotic nephrectomy procedure the surgeon had fired the device and it would not open. It is not known how they removed the device however they did state that they used another like device to complete the procedure. There was no patient consequence reported. The caller did not have any contact from the or to provide additional information.